Event description:
It was reported to boston scientific corporation in 2008, that a flexima nasobiliary catheter device was intended to be used one day prior. According to the complainant, while unpackaging the device, the physician noted that the tip of the catheter was kinking. Reportedly, the procedure was completed with another flexima nasobiliary catheter device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned, the device has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.